Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as MDR ID# 2134265-2015-06824 and 2134265-2015-06904. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an unspecified imaging catheter and a sled. The catheter was prepared correctly and the motor drive unit five plus (mdu5+) was well connected to the sled. However, it was noted that the pullback button was not working and the motor drive will not pullback.